Event description:
It was reported that following a lap adjustable band procedure, the pt came in obstructed in 2008. The physician's assistant was unable to withdraw fluid from the port. The pt was sent home and returned the following month, and when the port was accessed, they were still unable to aspirate any fluids. The pt was given a barium swallow to determine if the tubing was kinked. It was not. The pt was then taken to surgery and the surgeon found that the band was occluded due to adhesions that had formed around the band. The adhesions were removed and the band was repositioned. The band, tubing and port were not replaced. The pt is fine and has been discharged home.

Manufacturer narrative:
Date sent: 07/22/2008. Info is unavailable; device was not returned for eval. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.